Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) cassette was returned and an evaluation was completed. Visual inspection identified a cut in the cassette sheeting. Furthermore, underwater leak testing identified a leak in the identified cut. Clamp functional and clear passage tests were performed with no issues noted. A batch review of the associated lot number was performed, and it revealed no abnormalities during the manufacture of the lot. The reported leak was verified during sample analysis. The cause of the leak was a tear in the cassette sheeting. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer observed a leaking cassette while priming the device for dialysis therapy. According to the report, after the patient had received a system error 2046 they observed fluid traces near the membrane gasket and the cassette. The patient was not connected to the device when the fluid was observed. No additional information is available.